Manufacturer narrative:
(B)(4). The field entry does not represent the date of birth of the patient and should be read as "no information."

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.